Manufacturer narrative:
Physio=control evaluated the device and observed that operation would intermittently lock-up. Physio replaced the interconnect pcb assembly and its cable to the front keypad panel assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during testing. According to the reporter, the device would intermittently lock up and not respond to keypresses except to power off the device. There was no pt use associated with the reported event.